Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 25, 2019 - november 26, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed a leak inside a bag that contained the sample. Additional inspection showed that the cause of the leak was due to detached tubing from the white flow restrictor. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; the entire contents leaked into the unopened overpouch. It was further reported the white flow restrictor had detached from the line. The device was filled with 12000mg flucloxacillin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.